Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified that the tip of the impactor has fractured. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the impactor tip broke upon striking. No further information is available.